Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.

Event description:
It was reported patient underwent an unrelated procedure and did not enable surgery mode and only turned off therapy. Ipg was not displaying on the cp after several attempts of trouble shooting. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg became inoperable following hip surgery. There is guidance in the clinician's manual regarding proper handling of the device when using electrocautery.